Event description:
Manufacturer's ref #: 268611.

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The gas modules were replaced but not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs confirms the reported event of high o2 concentration alarms but also alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated use testing of the received o2 and air gas modules has reproduced the described customer issue. Evaluation of the received device logs could confirm the reported alarm for high oxygen concentration, but there are also alarms for low oxygen concentration to the patient. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
Manufacturer's ref #: 268611.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).